Manufacturer narrative:
Initial and final MDR (B)(4). E1: patient city: (B)(6). Patient country: brazil.

Event description:
Reference number (B)(4). Event occurred in brazil. On 21-jul-2024, reported that patient faced 6 infusions set leakage at quick release. No further information available.